Event description:
It was reported that low hv lead impedance was observed on the svc to can vector. The rep was able to reproduce signal drop out of the svc, when the patient placed arm by his side. The svc coil was programmed off.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.